Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via logs and reproduce the issue. The usm was tested on an in-house system in normal mode where it failed with error 319. The unit was also tested on a psc fixture test platform (pftp) where it passed all required tests. Although under further investigation, the rolling loop fiber assembly was misaligned/damaged and passed with a low value.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) tried to reprogram universal surgical manipulator (usm) 3 nodes to find the missing node without success. The fse swapped usm 3 and usm 4 to see if the error would follow the arm. The error followed for the ac_4f node. The fse performed the usm 3 replacement for a new part to fix the problem. System tested and verified as operational. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (fse visit and RMA of the usm can be found on this record). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when placing the prostate in the endo bag, arm 3 presented a series of recoverable failures and 1 non-recoverable failure, making it impossible to reverse the event and continue with the robotic system. The robotic system was removed from the field and the procedure step was performed laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the ports did not change, nor was an additional port was required. After removing the robotic system, the endo bag was placed through the auxiliary portal with the aid of a laparoscopic instrument; the piece of prostate was placed in the endo bag with the aid of a laparoscopic instrument and removed. The term "conversion" was used because the piece, at the end of the surgery, was always placed in the endo bag by the robotic instrument and in this case, it was done using laparoscopy, as the robotic system had been removed from the field. Surgical time did not increase by more than 15 minutes. The surgical procedure itself had already ended and all that was left was to remove the piece. There was no hemodynamic compromise in the patient.